Event description:
It was reported by service report that the cot had cracked base spacers, damaged lock tube assembly, bent and cracked fowler bracket, and worn j-slot bushing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bracket. The device was removed from service and not repaired and returned.